Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0995 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient indwelled the PICC catheter for half a year and came to the hospital for maintenance every week. On (B)(6) 2022, at 7.45 minutes, he came to the PICC room of the outpatient clinic again for PICC maintenance. During the maintenance process, no blood was drawn back, and the flushing tube felt bad. It is recommended that the patient remove the PICC catheter. , the catheter was pulled out 0.5cm, the catheter was broken, and the pressure was applied immediately with a cuff, the blood vessel was incised under dsa, the wrapped fibrin was removed, and the PICC tube was removed. After the suture, the dressing room was changed every other day in the outpatient dressing room, and the sutures were removed two weeks later.